Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected intermittent out-of-range pacing impedances. All other lead measurements were stable and within normal limits. There was no evidence of oversensed noise. Patient is not pacemaker dependent for atrial therapy. No intervention is planned and the patient will be monitored.